Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during ongoing use the physician called to report that the device was showing abnormal battery depletion, and had decreased significantly in 1 year. Technical services reviewed the device's data and were able to determine that the cause was due to high rate atrial sensing. Additionally, the device had sam patch installed (software upgrade), and indicated this can also increase power consumption of the battery. The high rate atrial sensing started about (B)(6) 2019, and shows the patient was in atrial fibrillation most of the time since then. There was a drop in the high rate atrial sensing around that time period when the device report was showing the longevity of 8.5 years. This was due to the lower power consumption at that time. Currently the device is high rate sensing again, and the power consumption increased, while the longevity decreased to 7.5 years. Device reprogramming was recommended by turning off the atrial lead, and disabling sam software. No further information has been received at this time. The device remains implanted and no adverse effects were reported.